Event description:
Via a medwatch report, the pt stated that their initial intrathecal baclofen pump stopped working and needed to be replaced. No pt symptoms were reported. No further info is available. The second pump was reported in MFR's report number 2182207-2007-03550.